Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a power supply failure. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: e3.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse replaced solenoid control board which produced a 118 error. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. The following board pcb, solenoid control,rohs part number 0670-00-1161 serial number (B)(6), was received with a reported complaint of error code 118. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. After extensive run time of the cardiosave , (8 hours), the nrc could not verify the failure of code118. The board passed testing. Sending the board to the supplier per procedure. The non-conformances with the returned components were not confirmed. However, the root cause is not confirmed. The fat dept received the failure analysis from the supplier for part number: 0670-00-1161 serial number: (B)(6). Supplier failure analysis: 1. Perform visual check result: no abnormalities found 2. Board was re-tested at fct result: passed results at inspection and test is good and no abnormalities was detected. Board was no default found. Due to the test results being good and no abnormalities detected, the board was no default found. Therefore the root cause will be not confirmed. Solenoid control board will be retained within the fat dept per procedure.